Event description:
(B)(4). Event occurred in (B)(6). The patient reported that her infusion set's tubing broke off at the quick release in the night. She had issues with two quick sets from the same box. Reportedly, her blood glucose level went above 30 mmol/l and she corrected it with her pump. She did not know if pump was dropped or bumped. No further information available.